Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a pipeline embolization device for an unruptured saccular aneurysm located in the right internal carotid artery, the device did not open in the middle. The aneurysm had a maximum diameter of 10 millimeters and a neck diameter of 4 millimeters. The distal landing zone artery size was 3.8 millimeters and a proximal size of 4.8 millimeters. The vessel tortuosity was moderate. The device was positioned in a bend in the middle and was resheathed more than two times. No other steps were taken to open the device. The pipeline was ultimately removed from the patient. A different product was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: product analysis ¿as found condition: the pipeline flex shield pushwire was returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield inner pouch. The pipeline flex shield braid was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. No other anomalies were observed. ¿testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at the middle section as the pipeline flex shield braid was not returned for analysis. However, the root cause could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. It was reported that pipeline flex shield braid was resheathed more than two times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the event was unknown.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.